Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit alarmed critical pump error (open book image) unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 63 alarm confirm in (main error log) file=49 line=19208. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the lcd. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted. Isolate to electronic assembly. Unit also received with the following cosmetic damages: cracked on the side case leading towards keypad, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion customer concern of cosmetic damage was confirm during visual inspection when cracked case (battery tube), cracked battery tube threads and cracked case corner of belt clip rails were noted. Unit also alarmed critical pump error alarm upon battery installation triggered by pump error 63. Pump error 63 was trigger by hardware issue with the lcd. Isolate to electronic assemblies. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer mentioned pump had a crack. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885l was requested and the device was returned.